Manufacturer narrative:
G2: country bermuda. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the controller was not working. Patient said that last friday, they had an appointment and had a manufacturer representative (rep) do a review of the device. Patient said they had fall in may and the device slipped a little bit in the left leg and was giving patient shocks in left leg and foot (may - (B)(6) 2023). When asked, patient said that the shocking stopped when stimulation was turned off. Patient said the at the appointment they were told that the device is intact. Patient said that rep reprogrammed the setting so it wasn't feeling the shocking however patient reported isn't getting the same level of bladder control at the lower setting. Patient was told may need to have another reprogramming session. Patient said that they are in bermuda for school. Patient said that the controller keeps on turning on and off. The controller wasn't charged so troubleshooting couldn't be performed. The issue was not resolved through troubleshooting. More information was received. The rep called in to clarify information given by patient. Rep said that they met with the patient and every time they tried to open an application on the handset, it would "glitch" and the app would quit/would not open. Rep said they reset the handset, but that did not resolve the issue so they told the patient to reach out to patient services. The patient called back and requested assistance in trying to connect to implant. Patient said has been trying for the past 30 minutes and unable to connect. Patient would like to increase setting slightly to hopefully get better symptom control without uncomfortable stimulation or sh ocking. Patient mentioned that they had other people there to assist. When patient tried, they weren't able to connect, however patient stated it was very difficult to find where the implant was in their body. Patient then said they were going to get out of the car. After repositioning, patient did finally connect and said that current setting is at 0.9, and before they left their appointment last friday, the stimulation was still uncomfortable at 1.2 so the rep turned stimulation down even more. Patient did have to restart connection and again after several attempts found device and adjusted setting slightly to 1.0 then 1.1. Patient said feels slight tingling between arch of foot and big toe. Patient decided to leave at 1.1 patient to monitor symptoms and stimulation sensation. Patient was redirected to consult with healthcare professional (hcp) about some imaging. It was explained to patient external devices are working as designed so no replacements are required. Patient said that an agreement was made that patient could have x-ray locally and results will be forwarded to doctor in the us. Patient also inquired about MRI. Emailed MRI mode instructions. On 2023-nov-06 additional information was received from the manufacturer representative (rep). It was reported that the cause of the issue was not specified. It was unknown if the issue was resolved. They have changed programs. Patient has moved back to bermuda. Does not live in the u.s. Patient is not a resident of the united states and was visiting recently. The patient is back in bermuda where they live, so answers to most questions were unable to obtained.